Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the meter was not connecting to the insulin pump. The customer's blood glucose was 22 mmol/l at the time of incident. The customer was assisted in performing self test. The customer stated that the insulin pump failed self test and they received a failed self test alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with rf pic failed alarm during self-test and was unable to communicate with the test blood glucose meter due to a faulty electrical component on the radio frequency board. Unit received with normal operating currents, unit passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.